Manufacturer narrative:
Based on the report from the surgeon there was no implication of this device being related to the revision surgery. A review of the batch records was done to confirm that there were no defects of deviations reported at the time of manufacturing. The implant was not returned for examination and therefore omni could not confirm the lot numbers of the product reported. Based on the information provided, a review of manufacturing records was performed and there was no evidence in the files that showed any defects or deviations.

Event description:
On (B)(6) 2012, the patient had a revision surgery to replace a liner in a wright medical cup, not an omni product. The omni modular neck was removed and replaced to provide surgeon better access to surgical site during the wright medical liner replacement. There were no issues reported with the omni modular neck.